Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the cabinet was offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline. A technical support specialist (tss) assisted the customer in involving the information technology (it) facility team to check the internet connection. A technical support specialist (tss) checked the remote smart service and confirmed that medbank myqlink (mql) was online and in synchronized. The tss confirmed that further troubleshooting would be carried out once connectivity was restored. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.